Event description:
Intl affiliate reported the valve could not be programmed: i.e. The pressure could not be changed. This was originally processed as a non-MDR product complaint based upon info rec'd indicating the difficulty occurred during pre-implantation testing. However info rec'd from the affiliate on 7/19/00 revealed that upon receipt of the complaint investigation results; the hosp was contacted and at that time reported the valve had been explanted because of programming difficulties. Based upon this new info the event has been determined to be MDR reportable.